Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc) at high outputs and had been programmed off pending routine device replacement. During a routine device replacement procedure, the lead was surgically abandoned and replaced. No adverse patient effects were reported.